Event description:
It was reported that the lead was explanted one day post implant because the patient received three inappropriate shocks due to noise. No further patient complications have been reported as a result of this event. A report was received also reporting inappropriate shocks, and that there was no visable or measurable problem identified on the explanted lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found; full lead was returned for analysis. There was only one set of setscrew marks on the is-1 pin, and it is too proximal, indicating that the lead was not fully inserted into the device.